Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire of the autotome rx 44 broke. No part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the anchor (including the cutting wire) was dislodged from the working length. Additionally, the working length was twisted. The device was observed under magnification and the distal pierced hole was torn. The dimensional and functional evaluation were not performed due to the condition of the device (distal pierced hole torn and the anchor dislodged). No other problems with the device were noted. The reported event of cutting wire break was confirmed as upon analysis it was found that the wire anchor including the cutting wire was dislodged from the working length. Additionally, the distal pierced hole was torn and the working length was twisted. Based on the condition of the device, the problem found could have been caused due to manipulation in the device, so, it is possible that factors encountered during the procedure, the interaction with another device and/or the manner as the device was handled. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire of the autotome rx 44 broke. No part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.